Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester reports discrepant results compared to lab. Date: (B)(6) 2010; inratio: 3.2; lab: 2.3 (results 20 minutes apart). Patient's target therapeutic range is 2.0-3.0.